Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found remnants of white crystallized contamination believed to be a simethicone type of product were evident within the air / water channel. Additional findings include the following: the light cover glasses were chipped, the glasses adhesive was worn, the distal end adhesive was worn, the bending section cover was leaking, the insertion tube orientation was out of alignment, the angle was not to specification and had play. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that remnants of white crystallized contamination believed to be a simethicone type of product were evident within the air / water channel. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. The foreign substance may be simethicone. Due to leakage from the curved rubber, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause prevention measures are described in patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.